Manufacturer narrative:
D4: due to the age of the device, a UDI is not available. H3, h6: the investigation is ongoing. The root cause of the issue has not been identified. A supplemental report will be submitted upon completion of the investigation.

Event description:
Siemens became aware of an alleged patient injury on 2025-02-20 from an MRI examination of cp lumbar spine on a magnetom symphony system on (B)(6) 2023. It was stated that the patient claimed to have received burns because of the scan. A cse was dispatched to the customer site to perform a check of the system. All testing passed and no mechanical issues were found. On (B)(6) 2025 siemens was provided with additional information claiming the patient sustained full thickness burns to approximately 5% of her body, including her torso, abdomen, chest, and breast. It was also mentioned that the patient has undergone multiple procedures to treat burn wounds and infection. The patient had metal spinal implants consisting of rods and screws. On (B)(6) 2025, an interview with the customer site was conducted. According to the customer site, the patient wore an MRI approved surgical gown for the MRI examination and was scanned with a ferromagnetic detector prior to the examination. The detector results were negative for the presence of ferromagnetic metals. Pads were used during the examination to position the patient and prevent skin-to-skin contact. The patient did not indicate discomfort or other issues during and after the examination. Due to the date of the event, system files are no longer available. Siemens has requested additional information from the customer site.

Manufacturer narrative:
He, h6: siemens healthineers (siemens) completed the investigation of the reported event. The provided dicom images were analyzed. The sar evaluation could only be performed based on the dicom images, because no rfswd.log was provided and could be retrieved. Hence the sar evaluation could be missing some data if, for example, not all dicoms were provided to siemens. The mr images show some artifacts probably caused by metallic implants of the patient at the spine. However, no detailed information about the implants were provided. The system was checked by our service engineer and was found to be within specifications. In summary no hardware or software problem was found which would explain the patient¿s burns. Based on the provided information, no root cause could be determined. Localized heating and burns can occur in specific cases (e.g., loop formation due to skin-to-skin contact or contact to electrically conductive material). These effects and the preventive measure are described in the magnetom family operator manual ¿ mr system symphony a tim system. However, this usually affects only small, isolated parts of the patient¿s body. The root cause could not be determined based on the available information. This complaint has been closed.